Manufacturer narrative:
The allegation is against 1 of 2 octrode lead kit, 60cm length; however, it is unknown which octrode lead kit, 60cm length, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3086ans, UDI: (B)(4), serial: (B)(6), batch: a000183817. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported a cerebrospinal fluid (csf) occurred during a trial procedure on (B)(6) 2026 and the surgery was abandoned. Patient did not experience any symptoms. Note: it is unknown which lead is related to this issue.